Manufacturer narrative:
Investigation / results: one osseotite® tapered certain® prevail® implant 4/3 x 10mm (xiitp4310) and one certain® universal ratchet extension implant driver (long) (ire200u) were returned for investigation attached to each other. Visual evaluation of the as returned products identified signs of use on both devices. Functional testing to recreate the reported event was performed and it was determined the devices failed functional testing as they were not able to be separated. No pre-existing conditions were noted by the customer. The patient had unknown bone density. The reported devices were used on an unknown tooth, the event occurred during the placement procedure of the implant and the driver was used for an unknown duration. Device history record (DHR)review was completed for the subject lot number: (2019050567). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (2019050567) for similar events and no other complaint was identified. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (ire200u) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ire200u) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be identified. However, based on the investigation and risk review, probable causes for the reported event are clinician damages implant-restorative seating surface, damage to hex on implant driver and excessive torque. Supplemental medwatch zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age at time of the event not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that the implant xiitp4310 got stuck with the ratchet extension driver, doctor was unable to remove it. Another implant was placed in the same surgery.